Event description:
It was reported at a pump replacement, a health care professional (hcp) chose not to do a back table prime. At the time of event there was drug in the catheter, drug in the reservoir and sterile water in the pump tubing. The patient would be managed oral during that time frame. A print off showed a bolus was in-progress. It was noted that someone else might have had the programmer while in the operating room (or). There may have been a back table prime programmed just based on the time remaining on the bolus, 18 minutes remaining. The bolus was canceled about 4 minutes after it started. It was noted that this would likely equate to a 126 mcg bolus based on programmed parameters, however it was not clear what was programmed. The bolus was cancelled successfully, but there was concern about patient getting a bolus. The hcp was monitoring the patient. The pump was used to infuse gablofen (concentration ¿2000¿, daily dose ¿1050¿).

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2008, product type: catheter. Product ID: 8840, product type: programmer, physician. (B)(4).